Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. A few weeks after implant, the patient experienced edema at the ipg pocket. Oral antibiotics were prescribed, and the edema resolved. On approximately (B)(6) 2024, the patient began experiencing edema at the ipg site with redness starting on (B)(6) 2024. No fever, chills, malaise, area heat, or drainage was observed. During a follow-up on (B)(6) 2025, it was noted there was significant fluid in the area of the ipg. The patient was directed to go to the emergency room for admission and pocket exploration and washout. The patient was admitted on (B)(6) 2025 and treated with IV antibiotics for a potential infection. On (B)(6) 2025, the pocket was opened, and approximately 100ml of hematoma was removed. The ipg was explanted, and there was abundant granulation observed with diffuse oozing. The pocket was washed out and debrided, and bleeding was stopped through a combination of cautery and pressure. The patient was discharged on (B)(6) 2025 with a one-week course of antibiotics. No additional interventions or treatments were reported to have occurred, and no information on cultures or culture results were provided. As of (B)(6) 2025, no remaining infection was reported during a follow-up.